Event description:
It was reported that during the implant procedure, the lead was positioned three times. During the fourth positioning attempt, the helix did not come out of the lead tip. The lead was not implanted. A new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary-(B)(4) : no anomalies found- full lead analyzed.